Event description:
A user facility hemodialysis (hd) clinic employee reported to fresenius mexico that there was a patient that experienced blood loss from a fresenius bloodline during treatment. Photos were provided for the investigation. Additional information was requested but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: the complaint device was not returned to the manufacturer for physical evaluation. However a picture from the customer was provided and confirmed that the heparin line separated from the red ¿t¿ connector. The reported event was confirmed in accordance with the picture received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility hemodialysis (hd) clinic employee reported to fresenius mexico that there was a patient that experienced blood loss from a fresenius bloodline during treatment. Photos were provided for the investigation. Additional information was requested but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.